Event description:
The hosp staff attempted to administer external pacing to a pt (no details reported). The operator was allegedly unable to increase pacing current above 0ma. A backup external pacemaker was made available but not used. The pt was not resuscitated. The rptr indicated the device did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.